Event description:
It was reported that, during set up of the device, a 980 ventilator generated a loss of communication error message and settings were "locked out". The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device. The se replaced the breath delivery central processing unit (cpu) and performed calibrations, updated the software, extended self-testing on the device and all tests passed

Manufacturer narrative:
A breath delivery (bd) power distribution printed circuit board (pcb) assembly was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions and no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.